Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The cause of the hole was not detailed by the hospital. The cuff was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent thorough analysis. The cuff was visually inspected and leak tested. The cuff was identified to have folds and had a fluid loss due to a hole from tool/sharp instrument damage along the lateral edge of the cuff shell. The sharp instrument damage found on the device is considered a secondary failure, so the allegation of hole/perforate and mechanical issue is unable to be confirmed. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The cause of the hole was not detailed by the hospital. The cuff was removed and replaced. There were no patient complications.